Manufacturer narrative:
S/w version. Retainer ring = black. Customer returned pump for alleged sensor updating/sg not available found on (B)(6), 2021. The pump passed the displacement test. Pump was received with hardware low level failures. During self test. Hardware low level failures. During self test and confirmed in the pump history with variable (03) (line number 367; file number 37) due to broken trace on u1 keypad assembly. Unit was communicated properly with guardian link (3) sensor. No unexpected sensor updating/sg not available noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on pcba 1 / pcba 2 / force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Sensor updating/sg not available alarm was not confirmed. Hardware low level failures. Due to broken trace on u1 keypad assembly. Cosmetic damage found on the pump case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had received sensor updating alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.